Event description:
On (B)(6) 2025 we were notified of a revision surgery involving explantation of our tibial and femoral implants, initially implanted on (B)(6) 2024. The revision was performed on (B)(6) 2025, because the tibial component seemed to be collapsed based on the xray, which led to removal of both tibial and femoral implants. Overture system was removed and zb total knee was performed. No issues were noted for the revision surgery.